Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the physician told her she had a confirmed "bacterial infection" and was prescribed oral antibiotics, "smztmpdc 200 mg", 2 weeks ago. The infection was diagnosed (B)(6) 2016. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Additional information received from the consumer reported the bacterial infection cleared.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.